Event description:
The following has been alleged by the pt: on (B)(6) 1999, the pt alleges that she was implanted with a kugel patch during a ventral hernia repair. It is alleged that in (B)(6) 2013, the pt developed an infection at the surgical site which started draining purulent fluid. She alleges that she was treated with antibiotics, and that her infection persisted. On (B)(6) 2013, the pt alleges that she had surgery to explant the kugel patch and on (B)(6) 2013, she was re-admitted with non-healing wound and had a wound vac applied. Pt reported the wound is healed now.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No medical records have been provided, however, we have requested add'l info from the pt. The pt alleges infection, while no medical documentation has been provided to support this, infection is listed in the IFU as a known possible adverse reaction. Additionally, the product was manufactured, prior to the davol acquisition of the product. Mfg records from that period are not readily available for review. Therefore, no DHR was performed. Additionally, the pt states that the explanted device is not available for eval. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.